Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model#: mc1vr01-delsys, expiration date: 14-jul-2020, serial#: (B)(4), UDI #: (B)(4), device available for evaluation: no. Mfg date: 16-jan-2019. Labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the implant procedure of a leadless implantable pulse generator (ipg), the patient developed atrial fib rillation, followed by cardiac arrest. The leadless ipg exhibited an increase in threshold and temporary pacing failure. Defibrillation and hospitalization was required as a result of the event. The leadless ipg remains in use. No further patient complications have been reported as a result of this event.